Event description:
A peritoneal dialysis patient reported that she has been getting a reaction from the paper tape. There was patient involvement; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).